Event description:
It was reported that the patient's device was found to have high impedance. Additional information was received that high impedance was first found by the physician. The patient was referred for x-rays. Per the physician, the patient has not reported any worsening seizures. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Implant card was received indicating the patient received a full revision due to high impedance. It was stated that the high impedance was secondary to a seizure/fall. Pre-op x-rays were inconclusive. During surgery, the new generator was connected to the old lead, however high impedance was still present. The surgeon proceeded with the full revision. Explanted lead and generator were sent to pathology per hospital protocol and cannot be returned for analysis. The sales representative indicated that they could not note any visible fracture on the lead. No additional relevant information has been received to date.